Manufacturer narrative:
Review of pump data by tandem engineer showed basal rate settings change drastically at 12:00 am of over 4 units.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 mg/dl and it was addressed by the customer ingesting carbohydrates. It was unknown what the cause of the low bg was.